Event description:
During a coronary drug leuting stenting treatment procedure, the stent could not cross a previously deployed taxus liverte stent proximal to the target lesion. The physician removed the taxus liberte stent, the guide catheter and the guide wire together. An examination of the stent found that the stent was bunched up at one end and slightly stretched in its center. The procedure was completed using another of the same device. There were no pt complications reported. The pt status is listed as "o.k."